Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product collection. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. The disposable kit will not be returned as it has been discarded. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information.

Manufacturer narrative:
(B)(4). The run data file (rdf) was analyzed. The analysis did not find a conclusive cause of the elevated wbc content of 1.6 x 10e6 reported for this collection. There are no events (changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset o the overloading of the lrs chamber. Based on the available info, it is possible that this leukoreduction failure could be donor-related. Investigation eval and corrective actions are in process. A follow up report will be provided. This report was filed beyond the 30 day timeframe due to an internal communication issue. The issue will be investigated for applicable corrective actions.

Manufacturer narrative:
(B)(4) this report is being filed to provide additional information. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event.